Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensitivity function of the external pulse generator (epg) was not working. The status of the epg is not known. There was no patient involvement.

Manufacturer narrative:
Product analysis: field analysis results found no anomalies. Cause was not related to the external pulse generator (epg) product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.